Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.

Event description:
It was reported that during cartridge change, the screen became stuck on the loading message. Despite removing the cartridge and replacing it with a new cartridge, the screen was unable to be cleared. Blood glucose level was impacted (400 mg/dl), as the cartridge change could not be completed. During troubleshooting with tandem technical support, the screen was cleared, cartridge change was successfully completed and insulin delivery resumed.